Manufacturer narrative:
One hydrocollator (part number: 2802, serial number: (B)(4)) was returned for evaluation. The power cord and connector were melted. No further functional testing was possible.

Event description:
It was reported that the unit caught on fire. It went out very quickly without intervention. There was reportedly no patient involvement.